Event description:
At about 1 month from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-02-2025: lot 2101126: (B)(4) items manufactured and released on 23-07-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 14-february-2025: m-vizion 01.22.422 proximal body ø24mm l 50mm std with holes (k201471) lot 2010787: (B)(4) items manufactured and released on 11-01-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, 14 items of the same lot have been sold with no similar reported event during the period of review. Mectacer 01.29.210 mectacer head biolox delta dia.36 12/14-l (k112115) lot 2422261: (B)(4) items manufactured and released on 03-09-2024. Expiration date: 2029-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2406333: (B)(4) items manufactured and released on 05-04-2024. Expiration date: 2029-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 3d metal 01.38.358mh mpact 3d metal shell multi hole thin ø58mm (k202568) lot 2338689: (B)(4) items manufactured and released on 13-12-2023. Expiration date: 2028-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.